Event description:
It was reported that the implantable cardiac monitor (icm) detected false pause episodes due to loss of contact and noise. The device exhibited diminished sensing. The device remains in use. No patient complications have been reported as a result of this event.